Manufacturer narrative:
Corrected information has been provided in d1 brand name. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the failure to advance was not determined due to insufficient clinical details.

Event description:
Implantation aborted due to contraindication - presence of thrombus in right heart. Impella rp procedure aborted due to contraindication - concerns for thrombus in the right heart. Also noted that patient condition improving with management. No device issue found, and no patient involvement/consequence noted. This is considered a non-reportable malfunction.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.